Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) noted likely calcification of the lead and discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.